Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The device was implanted for 68 months and 28 charging cycles were recorded in the memory of the ICD. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the ICD delivered a shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. The amount of charge taken from the battery was verified indicating the battery depletion not to be as anticipated. Therefore, the device was opened and the inner assembly was inspected. The visual inspection revealed no anomalies. The measurement of the battery voltage confirmed the battery depletion. The battery was sent to the manufacturer for a detailed investigation. The battery was opened for destructive analysis. Thereby, an insulation damage insulator between adjacent electrodes was identified which led to a slightly increased internal self discharge and therefore contributed to the clinical observation. Furthermore, the interrogation of the ICD revealed 4 vf episodes detected on the (B)(6) 2016 confirming the clinical observation. During the analysis of the available iegms intermittent noise was observed in the ventricular channel leading to multiple charging cycles. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise proving the sensing function of the ICD to be normal and as expected. Based on the available data no conclusion could be drawn regarding the root cause of the observed vf detections. In conclusion, the device was implanted for 68 months. A slightly increased internal self discharge of the battery was found which contributed to the battery depletion. Based on the analysis, all therapy functions of the ICD were entirely available while the device was implanted.

Event description:
Ous MDR - it was reported that approximately 68 months after the implant this device was replaced due to a battery depletion warning that was received via homemonitoring. During a follow-up three months before, the battery voltage was 3.04 v, capacity 49 percent. Based on analysis results it was decided to report this event.